Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B60764-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, weight increased, alopecia and tooth disorder outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: on unknown date essure confirmation test was performed. Most recent follow-up information incorporated above includes: on 6-aug-2019: update of information (batch is not valid) product technical compliant. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B60764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, weight increased, alopecia and tooth disorder outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: on unknown date essure confirmation test was performed. Most recent follow-up information incorporated above includes: on 29-jul-2019: plaintiff fact sheet was received. Lot number were added. Events added from pfs- pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, hair loss, dental problems. Reporter information, essure removal date were added. Event-injury was deleted device category changed from device other event to incident. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B60764-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, tonsillectomy, cesarean section, ventral hernia, menorrhagia, pregnancy, c-section and uterine rupture. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), tooth disorder ("dental problems") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, weight increased, alopecia, tooth disorder and menorrhagia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: on unknown date essure confirmation test was performed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Amendment: the report was amended for the following reason: (B)(4) was duplicate of this case and will be deleted from bayer data base. All the information transferred from duplicated case including event "menorrhagia", reporter information, reference and medical history in tis case.MFR control number (B)(4) transferred from duplicated case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.